Event description:
The customer reported that the pt was treated with 8 field imrt plan. The pt has 5 fields at 180 couch rotation and 3 fields with 90 couch rotation. Set-up pt and click acquire prior to every treatment to ensure couch parameters are the same by kv-kv image and perform 2d/2d match. When they acquired, the therapist click "select all" - and acquired couch rotation accidently. Acknowledged warning plan parameter had changed. This modified the planned couch rotation for all fields to 180 when 3 were actually planned at 90 - performed online match applied shifts. The first field that had a couch rotation of 90 degrees was treated with couch rotation of 0 for 28 mu out of 95 mu for that field. Therapist stopped beam and rotated couch rotation to 90 delivered remainder of treatment. Remainder of field treated correctly: rights in treatment administration; plan edit preferences do not allow editing and acquiring on approved plans. In the opinion of the physician, the misadministration was not considered a serious injury.

Manufacturer narrative:
Pt had 8 field treatment-. One of the fields was partially treated with couch at wrong rotation for 28 of 90 mu. This resulted in 8cgy being delivered to orbit and brain stem. This is highly unlikely to cause injury. The issue as reported involves the plan edit preference settings during kv, kv imaging, and the user expects the plan edit preference to not be overridden by individual user rights. Although, the medical professional report indicated no serious injury in this case, the reported issue could result in serious injury if the captured settings were used for treatment on multiple fractions. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.